Event description:
It was reported that high pacing thresholds on the left ventricular (lv) lead led to possible early battery depletion of the implantable cardioverter defibrillator (ICD). The lead was capped and replaced with an epicardial lead. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5086mri52 lead implanted 2012-(B)(6); 419588 lead implanted 2012-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.